Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the complaint and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that while in use on a patient, the tube became kinked and clogged.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. One sample without original package or lot number was received for evaluation. After performing visual inspection the reported condition was confirmed. The tube had a kink present. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.